Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).

Event description:
Received product experience report from maquet (B) (4) stating: "according to our distributor sales rep, the valve of the btt short pot was found to have air-leakage. The balloon deflated after placing into the patient's skin incision. A replacement device was used to complete the procedure. There was no patient effect reported." (B) (6).